Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 38mg/dl. The caller stated that the paramedics were called and took her to the hospital as she was disoriented and passed out. The customer was experiencing unexplained low glucose for several days. The customer's most recent glucose reading was 95mg/dl, and she has treated with glucose tablets. Troubleshooting was performed. Reviewed the programming, and it seems that everything is correct. The reservoir was showing the same amount of insulin that the status screen shows. Advised the customer to call her doctor regarding the low glucose and call back if issues persist. No further information was provided.